Event description:
Customer reported updating time, personal profile, and biq/ciq settings, which led to a low blood glucose level of 50 mg/dl. There was no adverse impact to the customer's condition as they consumed carbohydrates to address the low glucose level and did not require any third-party assistance beyond routine support. Technical support helped the customer update the biq/ciq, device, and basal rate settings and advised consulting a healthcare provider when making such adjustments.